Event description:
It was reported that the patient's catheter had a confirmed micro-tear. A catheter revision was performed. The hcp planned to decrease the daily dose by 50%; the concentration will remain the same. Final patient outcome was not reported.